Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the reported error was confirmed and replicated. System logs revealed 32056 error indicating fault on the yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where usm automatic gain control (agc) current was found to be failing on the yaw axis, replicating the reported problem. Once testing was completed, the yaw searchlight flat flex cable (ffc) was verified to be the source of the fault. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the yaw searchlight ffc was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduced the problem and replaced universal surgical manipulator (usm3) due to error 32056. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause of error 32056 points axes controller, arm (aca) in usm3 failed to initialize i2c device.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer encountered an error 32056 on the universal surgical manipulator (usm3). The customer performed an emergency powered off on the system three times, but the issue remained. The technical support engineer (tse) advised the customer on how to disable the usm; the customer ended the call stating they would consult with the surgeon on how to proceed. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with three arms after arm 3 was disabled. There was no surgical delay caused by the issue.